Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No product sample was received; therefore, visual and functional testing could not be performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No investigation or root cause analysis could be conducted given that no complaint sample was returned. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the IV catheters were puncturing the vein above insertion site causing the veins to blow despite blood return. No patient injury was reported.